Manufacturer narrative:
Citation: rossi et al. Paravalvular leak leading to severe aortic valve regurgitation after tavi: percutaneous closure strategy. Heart, lung and circulation (2015) 24, 936¿939. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported.

Event description:
Medtronic received information via literature regarding an (B)(6) year old female with a medical history of (B)(6), atrio-ventricular (av) block, permanent pacemaker, myocardial infarction (mi), decreased ejection fraction and poor left ventricular function. Three years prior, the patient underwent transcatheter aortic valve replacement (tavr) with a non-medtronic valve. There were two repeat surgical interventions to address severe aortic regurgitation, and also implant of a non-medtronic occluder plug. Three months post occluder implant, the patient presented with acute pulmonary edema and persistent severe aortic regurgitation. The patient underwent successful tavr with a medtronic corevalve (serial number not provided) implanted above the non-medtronic valve. A transesophageal echocardiogram (tee) showed severe aortic insufficiency. A second corevalve (serial number not provided) was implanted at a slightly higher position resulting in mild aortic regurgitation and non-significant gradients. The patient recovered and was discharged home on postoperative day 12. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.